Event description:
Healthcare professional reported the event of left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
E1 facility name continued: houston dermatology and plastic surgery at sugar land face and body device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the anterior side assessed as surgical damage and delamination of valve assessed as adhesive failure. Additional observations. White particle observed inside device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported the event of left side deflation. Device has been explanted.